Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 was broken and failed to open. The field service engineer (fse) arrived at the machine; no drawers were failed. The customer proceeded to demonstrate that drawer 3-2 was failing. The drawer was difficult to pull in and out, so the fse replaced both main drawer 3-1 and drawer 3-2 with new drawers. After configuration, the drawer failed error message cleared. The fse logged in and ran the hardware test application, which both drawer 3-1 and drawer 3-2 in the main cabinet passed. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.2 did not open completely and appeared wobbly. The condition was described as resembling damage from heavy pressure applied to the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.